Event description:
It was reported that two (2) filters blocked after being in use a few hours, and one leaked (not saved) at the housing level while in use in the nicu. No patient sequelae were reported.